Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued phone number: (B)(6).

Event description:
Healthcare professional reported right side device rupture diagnosed via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.